Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# triathlon p/a cr beaded #4l ; cat#5517f401 ; lot#r623t. Device name# tritanium bplate triathlon s5 ; cat#5536b500 ; lot#ctd93013. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left total knee. The revision today was due to stiffness in the joint. The patient was unable to extend the knee straight and had almost no flexion. It was decided to do a hinge prosthesis due to the stiffness and releasing required to restore range of motion. The use of mako during the index surgery was not thought to have contributed to this negative outcome. No further information available from the surgeon or hospital.